Event description:
The biomedical engineer (bme) reported that they are getting incorrect readings on his central nurse's station (cns) than on the transmitter. They explained that the readings on the transmitter seem fine with no alarms; but on the cns, it displays different hr numerical values and readings that differ from the transmitter. Nihon kohden technical support (tech support) made sure that he was monitoring the correct transmitter with the correct channel. They could not go inside to actually start swapping out the transmitter due to the patient being in a covid room.nihon kohden clinical application specialist contacted the biomed, and they changed the leads, electrodes and the transmitter. Everything is performing as designed with the new equipment. Clinical advised the customer to place the telemetry transmitter on a simulator to see if there is an issue with the device, or if the leads and electrodes needed to be changed on the patient only and also advised that if he finds a problem with the transmitter he can send it in for repair.when qa contacted the customer, they stated that the device that failed was not a transmitter but a bedside monitor. They stated that the bedside monitor displayed normal vitals, and the cns displayed irregular heartbeat. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are getting incorrect readings on his central nurse's station (cns) than on the transmitter. They explained that the readings on the transmitter seem fine with no alarms; but on the cns, it displays different hr numerical values and readings that differ from the transmitter. Nihon kohden technical support (tech support) made sure that he was monitoring the correct transmitter with the correct channel. They could not go inside to actually start swapping out the transmitter due to the patient being in a covid room.nihon kohden clinical application specialist contacted the biomed, and they changed the leads, electrodes and the transmitter. Everything is performing as designed with the new equipment. Clinical advised the customer to place the telemetry transmitter on a simulator to see if there is an issue with the device, or if the leads and electrodes needed to be changed on the patient only and also advised that if he finds a problem with the transmitter he can send it in for repair.when qa contacted the customer, they stated that the device that failed was not a transmitter but a bedside monitor. They stated that the bedside monitor displayed normal vitals, and the cns displayed irregular heartbeat. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.bedside monitormodel: bsm-1753asn: ni